Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an ongoing inaccurate fill estimate. The cartridge was changed and the estimate was accurate. As the contact did not have the pump at the time of the report, tandem technical support was unable to troubleshoot. There was no reported impact to the customer's blood glucose level.